Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bacterial vaginosis, vaginal odor, ovarian cyst and ovarian cystectomy. Previously administered products included for contraception: mirena from (B)(6) 2014; for an unreported indication: hyoscyamine and toradol. Concomitant products included amfetamine (amphetamine), desvenlafaxine succinate monohydrate (pristiq), levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In march 2015, the patient experienced mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), skin disorder ("allergic or hypersensitivity reaction type: skin breakdown"), rash ("rashes or skin conditions type: rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced arthralgia ("other injury (ies) or complication - please describe: right knee joint pain") and joint swelling ("other injury (ies) or complication - please describe: right knee joint swelling"). On an unknown date, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), abdominal pain ("abdomen pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, rheumatoid arthritis, mood altered, vaginal haemorrhage, menorrhagia, skin disorder, rash, nausea, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, arthralgia, joint swelling and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, fatigue, joint swelling, menorrhagia, mood altered, nausea, pelvic pain, rash, rheumatoid arthritis, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 285 lbs. Plaintiff is currently planning for removal of essure. Right: 4 coils, left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number reported 58565 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bacterial vaginosis, vaginal odor, ovarian cyst and ovarian cystectomy. Previously administered products included for contraception: mirena from 2011 to (B)(6) 2014; for an unreported indication: hyoscyamine and toradol. Concomitant products included amfetamine (amphetamine), desvenlafaxine succinate (pristiq), levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), skin disorder ("allergic or hypersensitivity reaction type: skin breakdown"), rash ("rashes or skin conditions type: rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced arthralgia ("other injury (ies) or complication - please describe: right knee joint pain") and joint swelling ("other injury (ies) or complication - please describe: right knee joint swelling"). On an unknown date, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), abdominal pain ("abdomen pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, rheumatoid arthritis, mood altered, vaginal haemorrhage, menorrhagia, skin disorder, rash, nausea, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, arthralgia, joint swelling and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, fatigue, joint swelling, menorrhagia, mood altered, nausea, pelvic pain, rash, rheumatoid arthritis, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Plaintiff is currently planning for removal of essure. Right: 4 coils, left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) g/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 26-mar-2021: mr received. Reporter information, patient medical history, product removal details, rcc added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.